Event description:
The consumer reported receiving a false negative result from the binaxnow covid-19 ag self test conducted on 20nov2025. The consumer stated they were symptomatic, experiencing loss of taste, nausea, vomiting, and cough. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000913275 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot: 0000913275, test base part number 195-430wjr/ lot: 913275. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000913275 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to self-test user performance or the specific patient sample.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported receiving a false negative result from the binaxnow covid-19 ag self test conducted on (B)(6) 2025. The consumer stated they were symptomatic, experiencing loss of taste, nausea, vomiting, and cough. Although requested, no additional information including patient treatment and outcome was provided.